Manufacturer narrative:
The device was not returned for evaluation. A field service representative was present when the split in the introducer tip was discovered, therefore, this is confirmed. The user facility reported noticing the split prior to insertion into the patient. There is not enough information to fully determine the cause of the introducer tip split.

Event description:
The user facility reported after performing serial dilation with the impella rp introducer kit and before loading 23 fr dilator and sheath onto 035 super-stiff wire, the physician and field representative noticed a crack/split in two spots that made a sharp edge that could potentially tear the vein. The 23 fr sheath was replaced and impella rp support proceeded without harm or injury to the 51-year-old male.